Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Customer doesn't recall blood glucose level at the time of the event. Customer was unable to troubleshoot at time of the call as customer was reporting a past event that was resolved with a complete set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.